Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. In addition, the evaluation found the video connector unit's lock/release lever is faulty and dust noticed throughout the internal elements. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the olympus, model cv-190, evis exera iii video system center did not produce an image when used with olympus, model series 180 scopes and below (analog scopes). The problem, as reported to olympus, was identified during preparation for use. The intended procedure, an esophagogastroduodenoscopy, was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image with 180 scope¿ was duplicated, and it pointed out that the phenomenon occurred due to a faulty a/d convertor and faulty printed circuit board. Design of the dr board was changed, and it was confirmed that the subject device was manufactured before the design was changed. The dr board was changed on april 16, 2018. The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified products were shipped from june 13, 2018 other inspection findings were as follows: lock/release lever of the video connector unit is broken; dust inside the device. Olympus will continue to monitor field performance for this device.